Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: (B)(4), lot: 5059071, 5035972. It was reported by customer that there seems to be some fluid in the syringe. Rcc received a complaint via phone. Product complaint - customer called to report, that some of their nurses have reported that there seems to be some fluid in the syringe. Ref: (B)(4), lot: 5059071 and 5035972, picture sample and a couple of sample is available. Product was not used on a pt. No harm reported doe on (B)(6).

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the possible presence of fluid within a syringe. To support the investigation, seventy-six samples in sealed blister packaging were submitted for evaluation by the quality team. A visual inspection was conducted using 10x magnification. No defects, imperfections, or excess lubricant were observed within the syringe barrels or on the rubber stoppers. No fluid of any kind was detected. A review of the device history records (DHR) was completed for material number 302830, covering lots 5059071 and 5035972. The review found no quality issues during the manufacturing processes that could have contributed to the reported condition. There were no associated quality notifications, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for these lots. Based on the investigation and analysis of the returned samples, the condition reported by the customer could not be confirmed.